Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on an unknown date. The implantation dates provided are (B)(6) 2008 and (B)(6) 2010. However, it was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.